Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number and serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Device not returned

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that the site had two bent thoracic probes that needed to be replaced. It was unknown whether or not the probes would have verified as the site disposed of the probes or lost them prior to analysis. No patient present.